Event description:
On (B)(6) 2012, pt reported that she did not feel well and her blood glucose measured 500 mg/dl. Her normal blood glucose range is 180-200 mg/dl. She stated, she did not hear the infuse device 'clicking' when a bolus is delivered. She stated that when she disconnects the infusion tubing from the headset no insulin comes out during basal delivery. The pt was advised to disconnect from the headset and to bolus 5 units of insulin, and insulin did come out of the infusion tubing. She believes insulin is not being delivered during basal delivery. Troubleshooting did not reveal any product issues. Upon follow up on (B)(6) 2012, the pt reported that she switched to her backup infusion device using new accessories and she has been able to control her blood glucose. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device, adapter, insulin cartridge, and infusion set were requested to be returned for evaluation.